Event description:
The patient's mother contacted animas on (B)(6) 2012 alleging that the patient was receiving multiple occlusions with bolus attempts. The patient's mother reported that the occlusions began to start at 8:24pm that evening, a couple of hours after she had changed the patient's site. At the time of the call, the reporter stated the patient's blood glucose (bg) was 514 mg/dl and the patient was thirsty. The patient's mother denied that the patient had symptoms of nausea, vomiting, chest pain, or shortness of breath. Review of alarm history revealed that the patient had 8 occlusions between 8:24pm and 11:04pm. At the time of troubleshooting, the patient's mother claimed she changed out the pump cartridge since occlusions started; however, the occlusions continued. The reporter confirmed that re-prime was successful following each occlusion. At the time of the call, customer support explained to the reporter that the occlusions most likely due to a site issue. The patient's mother was instructed to change site and continue monitoring the patient's blood glucose closely. The alleged issue is not likely to cause an adverse event because the pump will alarm to alert the user of the issue. The owner¿s booklet instructs the user to be prepared to give himself and injection of insulin if delivery is interrupted for any reason. However, this complaint is being reported because the patient developed signs/symptoms of hyperglycemia while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 submitted: (B)(4) 2012. Device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. No activity outside normal use was observed in the black box or download history. The pump was exercised for 29 hours with no delivery issues. A rewind, load and prime sequence was performed with no resulting occlusions. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.